Manufacturer narrative:
The explanted device were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's lim paddle lead had migrated out of the epidural space. X-rays confirmed the migration and indicated that the paddle lead is damaged. The patient underwent a lead revision surgery during which the paddle was replaced. After the surgery the patient was experiencing pain associated with the surgical procedure and was prescribed medication.